Event description:
It was reported that the customer was having issues since the manufacturing was discontinued for bard leg bags with a 4 ½ inch drainage tube. Customer stated that the substitute available did not have the green extension tube at the bottom of the leg bag, and without this piece they were unable to connect the night bag to the leg bag to create a link system. The green piece was also used as a backup to leaks and it was used to clamp that off while changing the leg bag. Further reported a lot more problems now with the draining of these bags. Again, they were referring to a vacuum type of situation that seems to keep the urine from flowing or had caused the anti-reflux flutter to not work properly. Patients were experiencing bladders with urine in them with a foley in place, but it works for a while once they open up an end. They were noticing this mainly if patients were in bed, but now they were even seeing it with patients while in the chair. Patients who empty their bags in the restroom need the extension to get the hose close enough to the restroom to empty, and the patients who cannot empty their own bags, who were quadriplegic rely on an electronic system to activate the opening of the drain tube to get the urine out. Customer used the current bag years ago as a latex free alternative, but it still had the drain hose at that time. They also found that the vinyl tubing for some reason seemed to cause a vacuum that prevented the tube to drain well. They were once again seeing this issue with the urine staying in the tube. Also, they have found a fix for the drain tube for inpatients while they were in hospital, but as patients transition home, they tend to stay with the same products they were accustomed to using at hospital.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "obstruction in tube / kinked tubing / wrong tubing dimensions". The device was used for treatment, though it was unknown if the device was related to the reported event or met specifications since the sample was not returned. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was having issues since the manufacturing was discontinued for bard leg bags with a 4 ½ inch drainage tube. Customer stated that the substitute available did not have the green extension tube at the bottom of the leg bag, and without this piece they were unable to connect the night bag to the leg bag to create a link system. The green piece was also used as a backup to leaks and it was used to clamp that off while changing the leg bag. Further reported a lot more problems now with the draining of these bags. Again, they were referring to a vacuum type of situation that seems to keep the urine from flowing or has caused the anti-reflux flutter to not work properly. Patients were experiencing bladders with urine in them with a foley in place, but it works for a while once they open up an end. They were noticing this mainly if patients were in bed, but now they were even seeing it with patients while in the chair. Patients who empty their bags in the restroom need the extension to get the hose close enough to the restroom to empty, and the patients who cannot empty their own bags, who were quadriplegic rely on an electronic system to activate the opening of the drain tube to get the urine out. Customer used the current bag years ago as a latex free alternative, but it still had the drain hose at that time. They also found that the vinyl tubing for some reason seemed to cause a vacuum that prevented the tube to drain well. They were once again seeing this issue with the urine staying in the tube. Also, they have found a fix for the drain tube for inpatients while they were in hospital, but as patients transition home, they tend to stay with the same products they were accustomed to using at hospital.